Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a cracked tube. The following information was provided by the initial reporter. The customer stated: "the tube was damaged and blood leaked from the bottom of the tube when it was placed on the tube stand."